Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he had stopped using the device due to reoccurring button error alarms that is isn't able to clear. Customer has been reverting to manual injections. Customer didn't have the device and was unable to verify the device information. Customer didn't want to document button error alarms that have been occurring for the last five months. He will call back to provide information. The device is not returning.